Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient let the device discharge and was in overdischarge. A trickle charge was needed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that since implant, the patient has needed to charge longer than what they were told they would have to charge. They were initially told charging would only take a half hour to an hour each day. Then, after implant, they were told it would only take 1-2 hours but in reality, the patient has been needing to charge 4-6 hours per day. Due to the long recharge times, the patient stopped using the ins around (B)(6) 2018. No symptoms were reported to be related to this event. The patient was in need of an MRI (unrelated to the device/therapy) but on (B)(6) 2018, they could not get the ins into MRI mode because they were getting the reposition antenna screen on their programmer. An inquiry was made about having the ins explanted. They were redirected to see a doctor to determine if the ins was in overdischarge and to discuss explant options. It was noted the patient did not have a doctor, so physician listings were sent. No further complications were reported or anticipated.